Manufacturer narrative:
Concomitant products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2021, product type: catheter. Product ID: 8785, lot#: hg44trw, implanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 13-nov-2016, UDI#: (B)(4); product ID: 8785, serial/lot #: (B)(4), ubd: 04-mar-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving baclofen (2000 mcg/ml at 226 mcg/day) and bupivacaine (10 mg/ml at 1.13 mg/day) via an implanted pump. The indication for pump use was intractable spasticity. It was reported that during the normal pump replacement procedure, the hcp did not check if the connector piece clicked into the other catheter connector. This resulted in the patient going through baclofen withdrawal that week. The patient was brought into the ER (emergency room) on (B)(6) 2021 due to the baclofen withdrawal. The pump logs were read, and the new pump was fine, and then they saw that the catheter pieces were not connected. The hcp decided to replace the entire catheter during the revision on (B)(6) 2021. It was noted that there was no issue with the catheter itself. Following the procedure, lowering the dose was considered since the patient had not received the medication since (B)(6) 2021, but the hcp wanted to keep it at the same dose. As of (B)(6) 2021, the patient was doing fine.